Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was recently hospitalized due to a blood glucose level over 500 mg/dl, vomiting, and diabetic ketoacidosis. The caller reported that the high blood glucose level was due to the customer secretly eating candy. Caller reported that the customer was treated with a manual injection. Blood glucose level at the time of the call was 352 mg/dl. The caller also stated that she recently noticed a bent cannula during a set change. The insulin pump was not replaced or returned for analysis.